Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient heard audible tones from their implantable cardioverter defibrillator (ICD). An interrogation of the ICD indicated that a lead integrity alert was triggered due to high rate non-sustained (hrns) episodes and sic (sensing integrity counter) counts. There was oversensing observed on the hrns episodes. The patient had indicated that they were welding on the day the ICD recorded the oversensing and noise. The ICD remains in use. No patient complications have been reported as a result of this event.